Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: customer returned 13 syringes inside a polybag labeled for 1ml, 31 gauge, 8mm syringes from lot 0307052. None of the returned syringes are fractured. No defects were found with any of the syringes. The syringes with fractured needles were not returned. A review of the device history record was completed for batch# 0307052. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of broken needles. The syringes with broken needles were not returned. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 3 bd insulin syringe with the bd ultra-fine¿ needles had issues with the needle breaking off during use. The following information was provided by the initial reporter: "consumer reported found 3 syringes out of 5 when used the needle broke off syringe. 2 outside of the site and 1 within his site. He was able to remove on own."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd insulin syringe with the bd ultra-fine¿ needles had issues with the needle breaking off during use. The following information was provided by the initial reporter: "consumer reported found 3 syringes out of 5 when used the needle broke off syringe. 2 outside of the site and 1 within his site. He was able to remove on own."